Event description:
After pipetting an htlv plate on summit the technician noticed bubbles were pipetted into wells g1 through g12. No error was generated by the summit. No death or serious injury was associated with this incident.